Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states alarm occurred shortly after inserting a new battery into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.